Event description:
Vague report of overinfusion. Biomed checked the pump after a family member reported that the parent (patient) was "getting too much morphine." The hosp's biomed dept check of this pump appeared to confirm the overdelivering. The pump was replaced by the rn for continuation of the pt's pain therapy. No report of pt sequela provided to date.